Event description:
A surgeon reported that several pts developed inflammation following cataract surgery in which a viscoelastic was used. The surgeon provided add'l info stating that this pt underwent uncomplicated cataract removal and iol placement (phaco, clear corneal incision, topical and intracameral 1% lidocaine 0 operative time 15min). Twenty-four hours following surgery pt presented with 5% hypopyon and 4+ cells/fibrinous anterior chamber reaction. This pt was seen by a retinal specialist and underwent a vitreous tap. Cultures were negative the pt was treated with topical steroids and topical antibiotics. The surgeon is uncertain of the relationship between this event and the viscoelastic.